Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 9 months device evaluation: the explanted pump was returned for investigation and thrombus was confirmed during the investigation. However, a correlation between the device and the reported arrhythmia could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal end percutaneous lead (driveline) portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned detached from their respective pump ports. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a white, tissue-like lining on the inlet tube. The deposition was well adhered and did not appear to obstruct the flow of blood. Examination of the inlet elbow revealed a white deposition. The deposition was flat and well adhered and did not appear to obstruct the flow of blood. Although a specific cause for the depositions and a duration of time for which they were present in the pump could not be conclusively determined, the depositions did not appear to have contributed to any functional issue. A deposition was identified loosely seated in the outlet stator. Contact marks were observed on the outlet section of the rotor body, suggesting the deposition was present during device operation. However, a specific cause for the deposition and a duration of time for which it was present in the pump could not be conclusively be determined. No related issues were reported during device operation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the distal end percutaneous lead (driveline) did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the lvad was explanted due to the patient being upgraded on the transplant list due to uncontrolled ventricular tachycardia. There were no issues reported with the transplant. During investigation of the returned explanted pump, thrombus was identified in the outlet stator.